Event description:
Additional information was received on (B)(6) 2015 indicating that there was a short circuit. There were less than 50 ohm impedances on electrodes 13 and 14. The patient was reprogramed and this resolved the issue. At the time of the report the patient was alive with no injury.

Event description:
It was reported that there were low impedances. A normal impedance check was run and impedances 13 and 14 came up with a value of less than 50. The patient¿s status at the time of report was alive with no injury. There was no patient symptoms or complications associated with the event. The programming that the patient had did not utilize electrodes 13 and 14.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).